Manufacturer narrative:
H6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the expulsor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the facility, the patient came in the office for a disconnect but the pump was showing a remaining volume of 11.5 milliliters. No adverse event happened with the patient, patient was not affected, when the patient came back after forty six hours for pump disconnect, the cassette bag is empty, but the nurse is noticing the pump settings says that 11.5 milliliters remain. We do allow our 100 milliliters cassettes to be filled up to 11 milliliters. For this patient his volume prescribed was 107 milliliters which we put in the 100ml cassette and added 3 milliliters to prime the line. There was no patient injury reported.